Event description:
It was reported that the infusion set was leaking at the headset, resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: the lot # and expiry date were corrected, the customer called back and alleged lot number 1361144 was the suspect device. Section h4: the device manufacturing date was corrected based on the new lot number provided.